Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the device assembly procedure found that the anchor is attached to the shaft and secured in place with the sutures wrapped through the suture post and sliding ring on the handle of the device. A review of the customer provided image found labelling confirming the product identification information. The anchor is not attached to the device. The sutures are still passing through the anchor. No rust or corrosion can be seen in the image. A visual inspection of the returned device found that it was not in its original packaging. The anchor is not attached to the device, and the sutures are still passing through the anchor. There is debris inside of the anchor. There is no sign of rust or corrosion on the device. The shaft of the device is slightly bent. There are signs of damage to the inserter opening of the anchor. A review of the results of the presumptive blood test kit confirmed that the substance on the anchor of the device is blood. The complaint of anchor detachment was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. The complaint of rust or corrosion was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a patellar ligament repair, the osteoraptor anchor was not on the prefabricated shaft and there was trace of rust. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.